Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced torsades de pointes and required defibrillation. Additionally, the pump was repositioned under echocardiogram as lactate dehydrogenase was elevated. Two days later, the impella 5.5 was repositioned again at bedside due to alarms and the patient went into ventricular tachycardia. The patient was defibrillated, and the pump was observed to be too shallow. Again, the pump was repositioned to normalize pressure and flow. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.